Event description:
It was reported that the patient experienced problems falling asleep. On (B)(6) 2011, the patient was reprogrammed and started on seroquel 200mg. The event was definitely related to programming/stimulation. The patient outcome was reported as resolved without sequela on (B)(6) 2011. The patient also experienced a pulling sensation over the connective wire and redness, pain and swelling at the incision scar. A physical examination on (B)(6) 2011 yielded normal results. The event was related to the device, and resolved without sequela. The patient experienced shortness of memory possibly related to programming / stimulation or the device. The event resolved without sequela as of (B)(6) 2011. It was reported that the patient experienced short lasting delirium, leading to confusion and the belief that she was part of a computer game. The event was possibly related to the device. The patient was taken off of stilnoc t on (B)(6) 2011 and the event resolved without sequela as of the same day. See MFR. Rep# 9614453-2012-00007 for subsequent issues and follow-up information. See also MFR. Rep. # 9614453-2012-00013.

Event description:
Additional information received reported that the etiology was the lead or extension tract.

Manufacturer narrative:
Neurostimulator model 7428 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, lead model 3391 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, lead model 3391 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, extension model 7482-95 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, extension model 7482 serial# (B)(4) implanted: (B)(6) 2011 explanted: na.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was determined that the aware date for the previous supplemental report was incorrect and thus updated.